Event description:
The customer reported to baxter (B)(4) of a y-type catheter extension set in which the IV tubing was leaking chemotherapy. The process step was during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. This condition was observed immediately and then stopped. The tubing was replaced. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported to baxter canada of a y-type catheter extension set in which the IV tubing was leaking doxorubicin (adriamycin) at the one side of the y. Not right at the junction but above that. The chemotherapy was being infused via IV push with a syringe. The leak is noted mid-IV push administration approximately 1-1.5 minutes after start of IV push. The process step was during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. This condition was observed immediately and then stopped. The tubing was replaced. No additional information is available.

Manufacturer narrative:
(B)(4). The sample availability is unknown however it will not be requested by baxter as it is contaminated with chemotherapy. Since the sample will not be returned for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since there was no lot number provided. If additional information becomes available, a follow-up report will be submitted.